Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the reporter and our experience in the investigation of complaints. The product is not available for investigation. Additional information has been requested. Should additional information become available, a follow-up report will be submitted. Trend is tracked and monitored. Based on the traceability assessment, it is unlikely that a dentsply sirona implant was involved in this case.

Event description:
A doctor used the ossix bone on 25 cases in post-extraction socket preservation procedures and only in one case for the treatment of a periodontal bone defect. In all treated patients, the biomaterial produced clinical results radically different from its technical specifications and intended uses: there was a total lack of ossification in the treated socket. In cases where a dental implant was subsequently inserted, there was a lack of osseointegration and the implant was lost within 5-6 days of insertion due to the biological impossibility of achieving bone adhesion. In some patients, fistulization of the treated site also occurred, requiring re-surgical intervention and site cleaning. To confirm the above, the doctor commissioned two histological examinations on samples of the material taken after surgical reopening of the treated sites. Both reports unequivocally demonstrated the presence of acellular, faintly basophilic, predominantly non-mineralized material, with little or no new bone formation.